Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was 400 mg/dl and 238 mg/dl was the current blood glucose level. High blood glucose of the customer was treated with the bolus from the insulin pump. The customer was assisted with the troubleshooting. The customer was also assisted with the troubleshoot for the presence of the air bubbles. The customer did not allege the pump for under delivery. The insulin pump will not be returned for the analysis.